Event description:
It was reported that during inspection a leak was found.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found no fault, the device performed within expected parameters. On this occasion we have been unable to establish a relationship between the device and the event reported. A review of manufacturing records for the reported renasys device found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. Whenever a leak or a leak alarm is activated on the device, the user is directed to the instruction for use. The IFU offers detailed guidance in steps to be taken to rectify the issue, contained within the troubleshooting section of the guide. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.